Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, a shaft fracture occurred. The lesion was located in the left main coronary artery (lmca). The pt's anatomy was moderately tortuous. The vessel size was 3mm in diameter, moderately calcified and 99% stenosed. The lesion was pre-dilated with a 1.5x20.0mm avion plus balloon for 35 seconds at 10 atms, 35 seconds at 16 atmospheres and 35 seconds at 16 atms. The lesion was again pre-dilated with a 2.5x20.0mm maverick balloon for 30 secs at 10 atms and 40 secs at 10 atms. Using a 6 french ebu guide catheter and a bmw guide wire, the physician successfully implanted a taxus liberte 2.5x16.0mm drug eluting stent which was deployed for 25 secs at 10 atms. The second stent, a taxus express2 3.0x16.0mm drug eluting stent, was introduced into the guide catheter and advanced. The physician felt the stent delivery system (sds) seemed to never leave the distal portion of the guide catheter. The physician attempted to remove the sds but was only able to remove the proximal portion of the sds as the shaft was broken. In order to remove the additional portion of the sds, the physician introduced a pilot 50 guide catheter, a bmw guide wire, a 2.0x20.0mm avion balloon and a 2.5x20.0mm maverick2 balloon. The physician was able to remove the distal portion (stent was still mounted) out of the vessel until he reached the y-connector. At the y-connector, the physician experienced difficulty as the distal portion of the stent delivery system became stuck at this point. The entire stent delivery system was eventually removed. Next, the physician introduced another 6 french ebu guide catheter and a magnum guide wire. The lesion was pre-dilated with a 3.0x20.0mm maverick balloon for 30 secs at 8 atmospheres and again for 30 secs at 8 atmospheres. The physician attempted to place a janus 3.0x19.0mm drug eluting stent but was unsuccessful. The lesion was again pre-dilated with a 3.0x20.0mm maverick2 balloon and a 3.0x16.0mm costar drug eluting stent was successfully implanted. Next the physician pre-dilated with a 3.5x12.0mm maverick2 ballon an successfully implanted a 3.0x10mm costar drug eluting stent. Finally, a 3.5x8.0mm cypher drug eluting stent was successfully implanted. The stent was post-dilated with a 3.5x12.0mm maverick2 balloon. The pt received plavix (clopidogrel) prior to the procedure. During the procedure, heparin and asa were administered. Clopidogrel was to be administered for 6 months after the procedure. The pt is reported to be in good condition.

Manufacturer narrative:
The device has been received at the analysis site but the analysis is pending.